Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that a piece of the broken cutter device was stuck inside the attachment device. The device was taken apart and it was observed that the device had excessive corrosion and there was medical debris in the locking mechanism assembly, preventing the lock tabs from releasing the cutters and causing the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition in which the cutter was received. It was determined that a piece of the cutter was broken off below the laser marking and identification; therefore, the lot number was not able to be identified and the rest of the cutter was not returned. It was determined that the cause of the cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. It was further determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning (user error). The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: the part number is unknown. Therefore, the gtin is unknown. A UDI cannot be generated. The product code is unknown. Therefore, the brand name, catalog number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the burr device would not seat/secure in the attachment device. During in-house engineering evaluation, it was observed that a piece of the broken cutter / fragment was stuck inside the attachment device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.